Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptoms are a known risks associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced testicular pain in the right side and discomfort caused due to the device being placed too close. Two weeks later, the original tenacio pump was removed and replaced with a new tenacio pump. The events of testicular pain and discomfort were resolved. Additionally, it was mentioned that medication was also administrated for the testicular pain. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptoms are a known risks associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced testicular pain in the right side and discomfort caused due to the device being placed too close. Two weeks later, the original tenacio pump was removed and replaced with a new tenacio pump. The events of testicular pain and discomfort were resolved. No additional information was provided.